Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a persistent issue indicating a problem with rtm. This started about 6 weeks ago when he accidentally let the ins discharge. Patient had problems charging it back up. Patient had persistently been seeing the software problem screen and having to reset the battery, only when rtm was connected. Patient did not have any screen details except possibly p and 81. Recently the rtm for very hot while charging and noticed near the plug on the rtm half of the plastic ring cracked off. Rtm damaged and heating up and software problem when rtm was connected. No patient symptoms were reported. No further complications were reported. Additional information was received from the patient on june 22nd, 2020. It was reported that the patient received the replacement recharger and it worked well for a week, but he continued to see "software problem message 04 has been detected" message when he was charging his implantable neurostimulator (ins). In addition, the controller has been getting stuck on checking the recharger screen - screen 89. It wasn't able to advance even after resetting the controller by removing and reinserting the battery pack. He could no longer hear the clicking when his controller was displaying checking the recharger. A replacement controller was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found the rtm took a long time to find the implant, and thus it was scrapped due to the rtm failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.